Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: product evaluation was conducted and the alleged intermittent power complaint could not be verified or duplicated because the pump powered on with intact auditory and vibratory features to a blank display. No damaged were found to the display screen. When a test display was used, the display remained blank. Further technical analysis revealed an eeprom failure. Upon pump disassembly, the eeprom was noted to be cracked. No damages were found to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.